Manufacturer narrative:
H.6. Investigation summary: customer returned (8) open 4mm, 32g pen needles without the tear drop label. Customer states that there is size interference in the application. All returned pen needles were tested using the comparator to determine the patient end cannula length (specs: patient end of the cannula length for 4mm: 0.109¿-0.203¿). All cannula lengths fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (dimension). As per additional issue added by the region, the returned samples were also tested and all were able to expel properly without any observed leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It has been reported that the bd ultra fine¿ insulin pen needle has been found with cannula length problems during use. The following has been provided by the initial reporter: customer came in contact reporting an alleged quality deviation on the bd ultra-fine 4mm nano pentapoint needles (lot: 8233916 manufacture: 09/2018 validity 08/2023). She informs that his son makes use of insulin and applied with the syringes, but now he has changed to the pen needle and with the 4mm. She believed she had size interference in the application, but we advised the caregiver about the application (do not perform subcutaneous folding, caster and 90 ° application angle and perform flow test on the pen).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra fine¿ insulin pen needle has been found with cannula length problems during use. The following has been provided by the initial reporter: customer came in contact reporting an alleged quality deviation on the bd ultra-fine 4mm nano pentapoint needles (lot: 8233916, manufacture: 09/2018, validity: 08/2023). She informs that his son makes use of insulin and applied with the syringes, but now he has changed to the pen needle and with the 4mm. She believed she had size interference in the application, but we advised the caregiver about the application (do not perform subcutaneous folding, caster and 90 ° application angle and perform flow test on the pen).